Event description:
As initially reported from a study, approximately 8 years 2 months post implant of a 23mm sapien xt valve in the aortic position via transfemoral approach, the patient presented with valve dysfunction with av mean gradient of 49.7mmhg, avr of 0.53cm2, and moderate aortic regurgitation. It is unknown if the regurgitation was paravalvular or central. Additional information received via medical records indicated the bioprosthetic aortic valve leaflets appear calcified. It was confirmed that there was moderate regurgitation. The patient had been admitted with non-st-elevation myocardial infarction (nstemi) and active chest pain. They had also developed new onset of atrial fibrillation and acute congestive heart failure (chf) exacerbation. As the patient was high risk for decompensation, the plan was to transfer the patient to another medical facility.

Manufacturer narrative:
The investigation is ongoing. Device remains implanted.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation as it remains implanted. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. In addition, no imagery was provided; however, medical records were provided for review. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the valve usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event for valve calcification was confirmed based on the medical records provided. The reported event does not allege a device malfunction that could be related to an edwards manufacturing deficiency. A review of the IFU and training materials revealed no deficiencies. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Edwards' transcatheter heart valves (thv) undergo a process used to reduce calcification variability and lower calcification levels. Clinical results of thv implantation show similar mortality and significantly lower structural valve deterioration (svd) rate compared with surgical aortic valve replacement after years of functioning. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. Furthermore, evaluation of reported events for valve calcification did not confirm any manufacturing non-conformances and identified that the proper manufacturing mitigations have been implemented. As reported, "approximately 8 years 2 months post implant of a 23mm sapien xt valve in the aortic position via transfemoral approach, the patient presented with valve dysfunction with peak aortic valve (av) velocity of 4.4, av mean gradient of 49.7mmhg, avr of 0.53cm2, and moderate aortic regurgitation. It was unknown if the regurgitation was paravalvular or central" and "additional information received via medical records indicated the bioprosthetic aortic valve leaflets appear calcified." As noted in the medical records, the patient had a history of hyperlipidemia and diabetes mellitus (dm). Hyperlipidemia is a risk factor due to elevated cholesterol levels being implicated in the vascular calcification process. Diabetes mellitus is a known factor that may increase the risk of valve calcification leading to early valve degeneration/stenosis. Tissue calcification is a very common failure mode of structural valve deterioration (svd), which can manifest in the form of stenosis/calcification as reported. In this case, available information suggests that patient factors (hyperlipidemia and diabetes mellitus) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product risk assessment (pra) nor corrective or preventative actions are required.

Manufacturer narrative:
A supplemental MDR is being submitted to include additional information based on additional medical records. The following sections of this report have been updated: h10 (provide narrative/data). Additional information received via additional medical records confirmed approximately 8 years 5 months post implant of a 23mm sapien xt valve, the patient underwent a balloon aortic valvuloplasty (bav) and valve in valve procedure with a non-edwards valve. There were no complications. The investigation is still ongoing.